Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient experienced a loss of stimulation. X-ray imaging did not reveal any anomalies. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was explanted and replaced resolving the issue. During the procedure it was observed that the lead had fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.